Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester may have advanced the vasoview hemopro2 device into tissue while the jaws were open. This caused the cutting and sealing wires to get 'messed up' and could no longer be used. Instead of opening a new kit, the harvester decided to extend the incision a small amount (about an inch or less) to finish the last branch. There were no other pt effects or harm to the vein. The product is returning.